Event description:
It was reported that one day post-implant, loss of atrial sensing and high impedance were noted. Upon fluoroscopy the lead was noted to be in the right location. The physician decided to revise the implant site and found that the lead was not properly secured in the connector area. It was difficult to insert the lead into the header of the pulse generator. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis confirmed that it was difficult to insert the test lead(s) into the pulse generators header and the lead insertion force used to insert the lead was out of specification for the product.